Manufacturer narrative:
The authorized service provider confirmed that the device had no alarm sound when the pulse rate was lower than the alarm limit. The hospital contacted the third-party distributor to evaluate the device and found that the mainboard failed. The defective mainboard was replaced by the third-party distributor to resolve the problem. The defective mainboard was from philips. No part number was provided from the customer. Based on the information available and the testing conducted, the cause of the reported problem was mainboard malfunction. The reported problem was confirmed. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported the ECG heart rate was lower than the lower alarm limit, the efficia cm10 did not generate an alarm due to a failed motherboard, which was replaced to resolve the issue. There was no report of actual harm associated with this complaint.